Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the left ventricular (lv) lead was suspected to be dislodged. Diagnostic imaging was performed and confirmed the lv dislodgement. The lv lead was explanted and replaced to resolve the event. Patient was stable and will continue to be monitored.